Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsvmb13, (imp,tsv,mcol mg,3.7mm,13m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 1273459. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273459 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. For infection a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported nerve damage along with an infection. After implant placement, the patient reported discomfort. Once the prosthesis was in place, a CT scan was performed and an infection due to the pressure caused by the implant on the nerve was detected. The implant was removed and the process was not completed with another implant.